Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The curved tip 30 stapler instrument was analyzed and found to have repeated clamping failures within a single install based on log review. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument fired successfully twice using green ew30 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument moved intuitively with full range of motion in all directions. No damage was found to the grip cable, lead screw, or pivot tube. Clamping failure log review details: the issue occurred during a pulmonary segmentectomy procedure. A white reload was installed during repeated clamping failures. The failure occurred on the fourth (4th) install. There were 5 completed and 12 incompletes. The incomplete clamp completion was approximately 73 percent with a clamp hold time of 1-18. The probable root cause cannot be determined based on the failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated the curved tip stapler was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.